Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up with shortness of breath. Review of stored egms revealed intermittent undersensing on the ventricular channel. Programming changes were made. Device remains implanted.